Event description:
Boston scientific received information during the elective procedure to replace this patient's device, the right ventricular (rv) and right atrial (ra) setscrews were stuck. Several different torque wrenches were used without success. Therefore, the physician elected to re-implant this device and bring the patient back for extraction. During this procedure the left ventricular (lv) lead was surgically abandoned as the setscrew would not re-engage. The patient was brought back for a second procedure and the setscrews were able to be loosened with an l type screwdriver so no lead extraction was necessary. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The lead remains in service and no other adverse events have been reported. This product issue will be re-evaluated if additional details are received.